Event description:
It was reported that a member of the intra-aortic balloon pump (iabp) team phone the sales rep and stated the following: "they had an incident on pump. Lost ECG trigger and they were going ECG direct with slave backup." The team member stated that "they had trouble re-establishing pumping until they re-booted a couple of times. There were no reported pt complications." The pump was swapped out for another pump. A call was placed to field service.

Manufacturer narrative:
Field service report stated the following: symptom was loss of trigger on pt (ECG and arterial pressure). Only way to remedy problem was to power unit down and then on again. Iabp switched off from pt. Findings/action taken: not able to duplicate. Checked hospital skin leads and slave cables with pt simulator cables; checked out good performed worldwide support functional check list: iabp passed.